Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was first inflated at 10 atmospheres (atm). However, during second inflation at 12 atm, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.